Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported via a medwatch letter that the shaft of the bone tap sheared in half with remainder of tap coming off in the patient. The tap portion had to be forcefully removed from the patient and additional instrumentation to be brought in for the case. The incision size needed to be lengthened (surgical intervention) in order to properly remove the broken device. The device was removed and the procedure was completed without any additional issues. Follow-up investigation: procedure was a right orif 5th metatarsal (jones fracture). The incision size was lengthened by approximately 5-10mm. Procedure was completed one the bone tap piece was retrieved.